Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as bd had not received any sample, photo, catalog number, and/or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that unspecified bd¿ tube had underfill. This was discovered during use. The following information was provided by the initial reporter: called customer. Customer's concern is regarding the bd vacutainer plus plastic citrate tubes, 2.7 ml. Discussion internally regarding the minimum fill line on the bd citrate tubes, he believes the lab is rejecting too many and needed additional documentation explaining the different max and min fill lines. Emailed customer and mailed the bd vacutainer plus plastic citrate tube draw volume guide cards (vs5944-4). Called customer, no answer, left message. Material no. Unknown. Batch no. Unknown. It was reported that the tubes are slightly underfilled. Not sure if this should be vetted through the bpt before I tell the techs here to stop rejecting the slightly underfilled 2.4 ml. Tubes. Called customer, no answer, left message. Emailed customer to obtain the best number and time to discuss the under-filled tubes.